Event description:
A hospital in (B)(6) reported via a distributor that water leaked from the feedset tube of an mr290v vented autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.